Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm occurred during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 202 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).